Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to hospital for a procedure on the knee. Upon interrogation battery longevity anomaly was noted, the data could not be read. The patient had been lost to follow ups for over 5 years and was instructed to follow up with clinic asap. No changes were made, no additional information was available and no reports of patient symptoms.